Event description:
It was reported that the insulin pump alarmed motor error while the customer was idle. The blood glucose reading was 83 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. She also reported that when she went to rewind the device and put the reservoir back in, the device lost all of its settings. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, and the prime test. However, the insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was noted detected during our testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked belt clip slot.